Manufacturer narrative:
Date of event is estimated. The patient's ipg was adjusted in the pocket due to sticking out and causing discomfort. Therapy was restored post-op. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced pain at the ipg site. Reportedly, the ipg had eroded and was sticking out. Surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was repositioned to address the issue.